Event description:
It was reported that the lead exhibited high pacing and variable unipolar threshold of 1.3 and 3 v, and high and stable bipolar threshold of 1.3 v. Unipolar tip sensing was 3.2-3.8 mv, unipolar ring sensing was 4.8-5.3 mv and bipolar sensing was 3.7-4.2 mv. The lead was successfully repositioned.